Event description:
The customer reported that the jaws were sticking during the case. It is unknown if the device was on tissue at the time. There was no patient injury. No additional information is available.

Manufacturer narrative:
(B)(4). The jaws of the incident sample were not stuck shut. The device opened and closed normally when the handle was activated. We could not confirm the customer's report.